Event description:
It was reported to philips that the system's geometry movements were unavailable.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned treatment procedure when the issue happened. The procedure was completed (as planned) by restarting the system. A philips field service engineer inspected the system onsite and found the front stand can't perform oblique movements, but other movements work fine. After reviewing log, the malfunction confirmed. To resolve the problem, the rack controller and spc8 board were replaced due to humidity failures, and the customer was advised to control humidity. The parts were sent for further analysis and mvr high power board shows fluid traces and pcb oxidation and rack controller too many traces of fluid. After replacing mvr high power board and rack controller, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved on the same system, by restarting the system. If a loss of the geometry movements occurs during a procedure, a warm restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of geometry movements is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.